Event description:
It was reported that during implant of the patient¿s implantable neurostimulator (ins) the physician could pull the lead component out of the ins header block no matter how much they advanced the setscrew and had difficulty re-seating the lead component (the physician had unscrewed the set screw). It was noted that the set screw would not tighten and that the lead kept coming out. A new ins was then used and was reported as working fine with impedances within normal limits. It was noted that the patient had normal responses post-operatively. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far.